Event description:
(B)(4) is the initial importer of the device which is an adjustable height rollator. We have not received the device for evaluation. We have images of the damaged device for evaluation. The end-user was sitting on the device when the frame broke at the longest adjustment button. She was using the device every day for at least six months. She did not initially seek medical attention. After several days she sought medical attention and was reportedly diagnoses with a fractured right foot.